Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated white blood cell (wbc) results generated using the cell-dyn ruby analyzer. The following data was provided (10e3/ul). (B)(6): initial 42.4, repeat 23.6, 20.6. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.